Event description:
They encountered a problem with distal locking mechanism during surgery. Implantation of short nail went well. Aiming arm was used with the appropriate drill sleeves, the drill hole was situated completely next to the nail into the cortical bone. Second distal hole could be locked without any problems using the same technique. First hole was re-drilled manually and the screws were implanted manually as well. No consequences for the patient. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.